Manufacturer narrative:
The technician replaced the brake caster to repair the bed.

Event description:
Information received indicates the right foot end caster is not locking whenever the brake lever is engaged.